Manufacturer narrative:
Evaluation summary: the analysis site replaced the blue cable to confirm and correct the customer complaint. The black cable was replaced due to the black cable lemo connector was broken, the safety latch was bent and was replaced, and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit gave an l3-018 blue cable error while sampling dense tissue in the left breast of the patient. The case was aborted after several more tries on the left breast. The patient will be rescheduled within the next two weeks. No consequence to the patient.